Event description:
A malfunction was reported with the code malf 12, occurring on multiple occasions with the customer's pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged to send a replacement pump with updated software, provided instructions for transitioning to the new pump, and guided the customer on returning the faulty pump using a pre-paid label within 10 days.